Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with loss of capture and muscle stimulation. An x-ray was taken, and it was noted that the left ventricular lead dislodged. On (B)(6) 2019 the lead was explanted and replaced. The patient was stable during and after the procedure.